Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was failed. Customer tried to reboot and recover, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer had failed. A field service engineer (fse) found no issues with the full height matrix drawer 3, recovered all failed storage spaces and reseated the loose emergency release lever on mini drawer 1, row 3. All tests were successful, and the station became fully operational. A visual inspection was conducted, and all bus cable connections were checked and secured. The system functioned as intended after the field service engineer repaired the device.